Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old (B)(6) female patient had impella 2.5 pump inserted in the right femoral for myocarditis. When impella was inserted the patient was unable to maintain hemodynamics and therefore percutaneous cardiopulmonary support (pcps) were added. During impella support, the patient developed ventricular fibrillation and prompted direct cardioversion that resulted in the pump falling out of position. Impellas pigtail entered between the papillary muscles making it difficult to change the position. In addition, the patient developed aortic insufficiency believed to have been caused by impella positioning issue. The physician stated the patient is older and had some degree of valve degeneration; however the leaflets could have been pushed by repositioning. Impella was removed due to positional change and treatment was not provided. Patient was stable when impella was explanted.